Manufacturer narrative:
(B)(4). Failure event observed during analysis. Analysis confirmed premature battery depletion in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The device was tested on the bench and an internal anomaly was found on the hybrid. The cause of the premature battery depletion was an internal anomaly on the hybrid.

Event description:
This report is to advise of an event observed during analysis.